Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that interactions with the heavily calcified anatomy resulted in the ratchet being unable to properly engage and fully release the stent from the delivery system; thus resulting in reported activation/ deployment failure. Interaction with the heavily calcified anatomy and/or manipulation of the device resulted in the stent partially deploying inside the introducer during removal and thus resulting in the reported stretched (stent elongating 20-30% after several attempts of pushing and pulling to release the stuck stent from calcium). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa) with heavy calcification. Vessel diameter was 5.6mm under intravascular ultrasound (ivus). Atherectomy was not used. The 5.5x150mm supera self-expanding stent system (sess) was hard to deploy and only partially deployed due to the significant amount of calcium around the delivery device. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle. There was some resistance on the thumbslide. The 6french (fr) introducer sheath was 10cm to the proximal end of the stent during deployment. A portion of the stent deployed inside the introducer during removal and the stent then elongated 20-30% after several attempts of pushing and pulling to release the stuck stent from calcium. The delivery system and stent were removed under fluoroscopy together with the sheath. Another 5.5x120mm supera sess was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.